Event description:
A distributor from france reported an issue where a pump failed to detect the cartridge. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding corrective actions taken by the customer or technical support, and the device was not returned for evaluation.